Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with racing heart. It was noted right ventricular (rv) lead had low impedance and a polarity switch. It was also reported there was oversensing on the right atrial (ra) lead. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.